Manufacturer narrative:
On (B)(6) 2015 the patient (pt) called to report that the suspect contact lens was the last lens in the package. No product is available for return for evaluation. The pt also reported that he/she hasn¿t yet requested the medical records for the event. The pt reported that he/she will attempt to get the records after the holidays. On (B)(6) 2015 the pt sent an e-mail and reported that he/she is currently taking doxycycline 100 mg daily. No additional medical information was obtained. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 an e-mail was received from a patient (pt) who reported that he/she purchased acuvue oasys for astigmatism lenses in (B)(6) 2015. The pt reported that he/she "recently developed a corneal ulcer in one of my eyes, which as left me with partial vision loss." The pt reported that "after being observed by a specialist in the ER, it was determined that the ulcer was linked to the use of your contact lenses." The pt reported that he/she was contacting the manufacturer "because I am now left with partial vision loss that has negatively effected my life in many different levels." On (B)(6) 2015 the pt called to report the following additional information: the pt reported that he/she was "treated for a corneal ulcer on (B)(6) 2015." The pt reported that he/she had been wearing the suspect lenses for about 5 days. The pt reported that he/she was using optifree pure moist solution, the solution expired 2014/04. The pt reported that this was the bottle of solution that was used at the time of the event. The pt said that the od was irritated for a day. The pt reported that he/she removed the lenses and the symptom worsened. The pt reported that the "next day his/her eye was bloodshot and he/she went to see a medical doctor who told her he/she had a corneal ulcer and was prescribed eye drops." The pt reported that "the following day the pt noted a loss of vision od and went to see an eye doctor and was referred to a specialist." The pt reported that he/she had to return to the clinic every day for treatment. The pt reported "the infection has resolved, but he/she was instructed to continue use of the antibiotic eye drops for a month." The pt reported that he/she "has a corneal scar which has caused a loss of vision." The pt reported that he/she will provide the medical records for review. The pt's eye care provider's (ecp) name was not provided. The ecp information and product return availability has been requested from the pt, but nothing additional has been received. No new medical information has been received from the pt to date. A lot history review was performed for lot number b00j477 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.